Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the patient's blood glucose was over 600 mg/dl. The patient treated via 2 manual boluses from the insulin pump. During troubleshooting there were no issues noted. However, the high pressure test could not be performed. The insulin pump was not returned for analysis.